Event description:
A 3rd party service agent contacted physio-control to report that their customer's device intermittently powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device will be returned to the 3rd party service agent for evaluation. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
It was later confirmed by the 3rd party service agent that he was able to duplicate the reported loss of power when there was only one battery in the device; however, when two batteries were installed he was unable to duplicate the reported issue. The service agent further advised that the cause of the reported issue was loose battery pins. The service agent tightened the battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.